Event description:
Cath broke off (shearing) during insertion with embolization into right side of heart. Required retrieval of catheter piece in cardiac catheterization lab and return to surgery the following day for insertion of another catheter.